Event description:
Customer reported receiving erratic readings on their medisense optium blood glucose monitor. Customer reported receiving readings of 19 mg/dl and 95 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the c-zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.